Event description:
It was reported that during a routine device change out, the left ventricular lead was found to have no capture. The physician chose to leave the lead as capped and not replace it. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.